Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is reporting that the insulin pump stopped during the review process. Customer states there are motor errors in the alarm history and the buttons are harder to press. Troubleshooting was not performed. Product is expected to return.